Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the aim of the study to provide a single-center real-world experience of pulsed field ablation (pfa) pulmonary vein isolation (pvi) pvi utilizing the medtronic¿s pulseselect¿ system for the management of atrial fibrillation. There were five patients who experienced the following adverse events: two patients experienced small pericardial effusions that did not require intervention. One patient developed transient junctional bradycardia post-ablation, which resolved spontaneously a few hours later. Two patients had minor vascular complications: one patient had femoral venous access dissection that was managed conservatively and one patient developed arterial access site hematoma from an arterial line which did not require intervention. The status of the catheters is unknown. No additional adverse patient effects were reported.